Manufacturer narrative:
.

Event description:
It was reported the patient is deceased. It was also reported the placement of the right ventricular (rv) lead was challenging due to venous access and patient anatomy. Once the lead was positioned electrical measurements were taken. The position of the lead and the measurements were not acceptable to the physician and repositioning of the lead was attempted. At this time the patient's status slowly began to deteriorate and the vital signs became unstable, which lead to respiratory and cardiac arrest. The patient was rescued; however, the cycle continued, the patient never regained stable vital signs, there was a drop in blood pressure and the patient expired during the procedure. An ultrasound revealed that cardiac tamponade was not present.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.